Manufacturer narrative:
B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the day of the event, around 11:00am, the cgm reading was 155 mg/dl, and the patient experienced vomiting, dizziness, sensitive to light, and was barely able to stand. The patient did not take any medication but drove himself to the hospital. When a fingerstick was taken the cgm reading was still around 155 mg/dl, and the blood glucose reading was 527 mg/dl. The patient would have experienced diabetic ketoacidosis and was admitted into the ICU. The patient was treated with intravenous fluids. The patient was discharged after 2 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, glucose were compared and it was found to fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.